Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that the said procedure was performed on a pt who was admitted to the intensive care unit with a diagnostic of hemoptysis. The bronchoscope was said to have been advanced through an endotracheal tube (ett). At some point during the procedure, a foreign object was noted in the pt's lung, and successfully removed with a snare or net. The reporter stated that the foreign object had sharp edges. The procedure was completed with a different but similar olympus bronchoscope. There was no pt injury. The device referenced in this report was returned to olympus for eval. The eval confirmed that the distal end cover was missing. The eval found that the device failed leak testing and electrical safety tests. There was evidence of third party svc and parts on the device. The cause of the reported phenomenon could not be conclusively determined. If significant and relevant info becomes available at a later time, then this report will be supplemented. Please also reference uf/importer report #(B)(4). This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated: "during bronchoscopy procedure, (diagnostic) bronchoscope put through endotracheal tube, bronchoscope tip noted in pt's lung, retrieved with forceps. No adverse outcome to the pt."